Event description:
According to the reporter: during the case, the tweezers broke at the tip after one hour of use. Another tweezers was opened to continue the procedure.

Manufacturer narrative:
(B)(4).